Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of 500 mg/dl. The customer changed all of the pump supplies and the bg remained high. A bolus via the pump was delivered to address the bg level. The customer did not know the cause of the past occlusions. A pump system check was performed and no issues were found with the pump. The customer declined to remove the infusion set site and stated that if the bg did not lower, the site would be removed.